Event description:
It was reported that during implant attempt, the device could not be interrogated. The device was not used. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found. It was noted that the device had been programmed prior to implant and had reached elective replacement indicator four months prior.